Event description:
It was reported that during a laparoscopically assisted vaginal hysterectomy procedure, the device's tissue pad came off, but was able to be retrieved through the trocar. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.